Event description:
Primary line (lot number 14299481) with chemo lock port (lot number 14135122) in place was running at 15 ml per hour. Nurse attached chemotherapy secondary on to chemo lock port and started infusion at 160ml/hr, immediately pump started to alarm, "distal occlusion". Nurse checked all connections, pt IV, clamps, attempted to back prime, and found that the plunger on the cassette of primary line was stuck in the depressed position. This caused a delay in patient care, and decrease in patient satisfaction. This was a near miss for a chemo spill, putting nursing staff in increased risk of unnecessary hazardous medication exposure.